Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found dried body fluid and tissue in the helix housing which is normal for active fixation leads. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the brady lead was not successfully implanted at left bundle area due to upon testing through the pacing system analyzer (psa) the lead exhibited loss of capture (loc), impedance of 1700 ohms and low intrinsic amplitude. The lead was removed and inspected for integrity issue and upon evaluation, the helix was deformed and was unable to be retracted. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that the brady lead was not successfully implanted at left bundle area due to upon testing through the pacing system analyzer (psa) the lead exhibited loss of capture (loc), impedance of 1700 ohms and low intrinsic amplitude. The lead was removed and inspected for integrity issue and upon evaluation, the helix was deformed and was unable to be retracted. A new lead was implanted. No adverse patient effects were reported.